Manufacturer narrative:
Device evaluation summary: the applier, guide and dilator were returned for analysis. An endoanchor was visible in the applier housing. Slight bending was visible along the applier shaft. There was no allegation that the applier malfunctioned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and guide were used for the endovascular treatment of a patient.   It was reported that during the index procedure, after the physician implanted the first endoanchor, the guide and the applier became deformed, with the wires becoming exposed. The physician was able to deflect the guide catheter but was not able to torque the entire sheath. It was also reported that the applicator failed. Per the physician the cause of the event was anatomy related, due to the tortuosity of the iliac arteries. However, as per the physician, the tortuosity does not explain the mechanical failure regarding the structural integrity of the sheath which no doubt contributed to loss of maneuverability. The physician also stated that the patient had no harm as a result of this malfunction due to the fact that the sheath was constrained within another guide sheath. No clinical sequelae were reported and the patient is fine.